Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that multiple drawers had failed with the error message ¿device not detected on the bus¿. A field service engineer cleaned, reseated the row board cable header connection on the drawer board in auxiliary drawer 5-1, including all pockets and tested in hardware test application to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiple drawers were failed with an error message of device not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.